Event description:
It was reported that during a rectum procedure, the clips would not advance. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Hoop spring, feedbar; antibackup. Evaluation summary: the analysis results for the mcl20 instrument confirmed that it was returned non-functional. The instrument was cycled and would not fed the clips. Upon disassembly of the instrument the feedbar was found to be bent, therefore, not allowing the proper feeding of the clips into the jaws. Additionally, the hoop spring was noted to be misassembled and the antiback-up damage. No conclusion could be reached as to what may have caused the found damage. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.